Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The husband reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 503 mg/dl. The customer was treated with a manual injection. The insulin pump will not be returned for analysis.